Event description:
N/a.

Manufacturer narrative:
The microsensor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined, however, the possible root cause for the issue reported by the customer could be due an incorrect set-up of device (i.e. Forget to zero device). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (unknown ID) was implanted on (B)(6) 2022 and had 8 hours of solid data. The initial reading was 6-8. When patient bent down to grab her bed controller, the monitor started reading negative numbers -30, -20. They sent her to get a CT scan to verify that the sensor was place (which is was). Microsensor was explanted on (B)(6) 2022. It was decided to take it out, because they didn¿t want to put her through another surgery.